Event description:
It was reported that the user experienced persistent elevated blood glucose around 204 mg/dl and felt she was often in the 200s while using the ilet; she had been frequently pausing the ilet, was advised that this could lead to maladaptation, and was counseled to minimize pausing with consideration of a factory reset if issues persisted. Symptoms included hyperglycemia, while no clinical signs, symptoms, or conditions beyond elevated glucose were otherwise reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings were available and there was insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.